Event description:
It was reported that the patient had inappropriate shocks due to oversensing via a change in the intrinsic morphology. The system had difficulty converting the arrhythmia. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.